Event description:
Additional information received indicates that the competitor lv lead was suspected to have fractured and the lv lead was programmed off. The patient was transferred to another physician, who plans to replace the lv lead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the previously planned replacement procedure was cancelled for an unknown reason. No further information was available. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor left ventricular (lv) lead exhibited high out-of-range pace impedance measurements and loss of capture. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently removed from service and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.